Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device requires repair. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the device requires repair. There was no patient involvement.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Multiple attempts were made to obtain how the issue was resolved; however, no information was provided. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information to obtain the device evaluation, repair, and operational status. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction was not determined.